Manufacturer narrative:
(B)(4) evaluation of the patient ecogs and lead impedance. The review of the patient data was consistent with a potential lead break.

Event description:
In feb 2026, review of the patient ecog data identified signal artifact and high impedance on the left amygdala depth lead, secured with a dog bone with lead protection, indicative of a lead break. On (B)(6) 2026, the lead was replaced.